Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a crematory with no cause of death. Information identified in the manufacture¿s database indicated the patient died approximately 2 months post implant of the ICD and approximately 5 years post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).